Event description:
Patient admitted with acute mi status post heart catheterization. Pt underwent right extremity angiogram. Angioseal 6f deployed by physician, string broke on device requiring manual pressure be held to groin. No groin issue related problems.